Event description:
The reporter claimed the animas insulin pump has a fill cannula issue. According to the reporter, the pump did recognize and mark that the cannula is filled even after the patient has completed the process. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the fill cannula issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings:a review of the pump history indicated no recorded fill-cannula operations or activity other than normal use. The pump accurately recorded a delivery of 24 units of insulin after the pump was exercised for 24 hours on a 1 unit per hour rate. No errors, alarms, or warnings were observed during testing. The pump prime steps were completed successfully and were accurately displayed by the pump. No defect was found.